Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the posterior view extending to the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear on the posterior view within the crease/fold measuring less than 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Suspect device received on october 14, 2021. Device evaluation completed on october 19, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the posterior view extending to the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear on the posterior view within the crease/fold measuring less than 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent revision breast augmentation with a mentor memorygel, 275cc silicone breast implant experienced spontaneous right sided rupture post procedure. The patient had a lump on the right side and during surgery it was discovered the right implant to be ruptured. As a result, patient underwent bilateral replacements as follow: l/cat#: 3503001bc, sn#: (B)(4), r/ cat#: 3503001bc, sn#: (B)(4) on (B)(6) 2021.